Event description:
It was reported that the low flow adjustment was requested. Log file review was requested which revealed low flow events on 05apr2026, as well as several low flow flags which did not persist long enough to trigger low flow alarms. No other unusual events were noted. The low flows did not resolve despite corrections to hypovolemia and hypertension, and the low flows were noted to be complicated by right ventricular failure. When the system controller was being exchanged for low flow software, the ventricular assist device (vad) coordinator had trouble disconnecting the driveline from the system controller, and a writing utensil had to be used to release the driveline from the system controller. Due to the issue, the patient was issued a new system controller with low flow software. It was noted that the driveline connected as expected to the new system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.